Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation the monitor was resetting during pulse testing. A root cause investigation is currently no adverse event resulted from the monitor reset. The patient was issued a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed abnormal shutdown flags. The patient was issued a replacement monitor.